Manufacturer narrative:
(B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "serum collected after implanting, the volume of collected serum reached more than 50 cc", "bia-alcl was suspected, and the examination result was negative". The device has been explanted. Patient suffers from primary disease, breast cancer (unspecified side)which is not related to the device. This record is for unknown side. The patient had recovered when the adverse event was reported.